Event description:
The svc repair tech (srt) reported that during routine testing of the device at the svc ctr, there was an oxygen (o2) sensor error on the sys. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the svc repair tech (srt) initial eval, line number two failed. The voltage reading was out of specification, on the high side. High limit is 2.551 volts and the sensor was reading 3.57v. The o2 sensor was eighteen months old and the shelf life is only six months.